Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the electrogram (egm). Additionally, this patient experienced some pacing inhibition and an episode of non-sustained ventricular tachycardia (nsvt) was stored. Technical services (ts) was consulted and suggested getting an x-ray or lead revision because the patient is pacemaker dependent. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the electrogram (egm). Additionally, this patient experienced some pacing inhibition and an episode of non-sustained ventricular tachycardia (nsvt) was stored. Technical services (ts) was consulted and suggested getting an x-ray or lead revision because the patient is pacemaker dependent. This rv lead remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that technical services (ts) recommended lead replacement. The patient was referred to CT surgery for a laser lead extraction. Additionally, a pocket stimulation test was performed. This rv lead remains in service and no adverse patient effects were reported. Upon receiving additional information, it was reported that this rv lead exhibited oversensing. This rv lead remains in service and no adverse patient effects were reported. Additional information was received, and it was reported that this rv lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in section b5.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the electrogram (egm). Additionally, this patient experienced some pacing inhibition and an episode of non-sustained ventricular tachycardia (nsvt) was stored. Technical services (ts) was consulted and suggested getting an x-ray or lead revision because the patient is pacemaker dependent. This rv lead remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that technical services (ts) recommended lead replacement. The patient was referred to CT surgery for a laser lead extraction. Additionally, a pocket stimulation test was performed. This rv lead remains in service and no adverse patient effects were reported. Upon receiving additional information, it was reported that this rv lead exhibited oversensing. This rv lead remains in service and no adverse patient effects were reported.